Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included a closed foil pouch, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated. A kink was noted at the blood inlet hole of the sheath and locator assembly. The angio-seal device was returned for evaluation. The hemostasis sheath and locator were returned fully mated. A kink was noted at the blood inlet holes of the sheath and locator assembly. The device condition was consistent with damage sustained during insertion. As a result, the complaint can be confirmed for mechanical damage of the sheath and locator assembly. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was attempted to be used for hemostasis; however, a kink was observed in the insertion sheath. As a product-related cause cannot be ruled out, this was determined to be an initial defect. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used, and vessel diameter were unknown. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 09mar2026, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).